Event description:
On monday pt received device, device accessed on monday, pt received chemotherapy. Monday night device was still accessed. On tuesday pt fell in the chemotherapy suite face down, after fall user facility could not draw blood back. On wednesday, injected device with dye, could tell during dye study that device catheter was not in svc. Explanted device in 2002.